Event description:
It was reported that the pump's battery was losing charge after four hours of infusing at continuous rate of 1ml/hour. No patient injury was reported.

Manufacturer narrative:
UDI, 510k, and anufacture date are unknown; no further information was provided. This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A device history record (DHR) review cannot be performed because this product was a purchased finished good and the manufacturing record was not provided by the supplier. The manufacturing records of the product in question are retained by the supplier at their manufacturing site. A sample was returned for evaluation. Visual inspection and functional test(s) were performed. It was confirmed that the battery depleted, led not turning on, and the battery can't charge up. The root cause of the issue could not be determined. No actions(s) taken to mitigate the reported issue(s).